Event description:
It was reported in a literature publication that a retrospective clinicoradiographic analysis of 58 ambulatory adult patients who underwent primary surgery for adult scoliosis was performed. Thirty-eight patients underwent lower thoracic (lt) posterior instrumented fusion to the sacrum. Thirty-five of the 38 patients in the lt group received rhbmp-2/acs. Mean age was 55.9 yrs. All patients were fused with locally harvested autogenous bone graft as well as frozen femoral head allograft. In addition, 21 patients had rhbmp-2/acs alone, and 11 patients had rhbmp-2/acs and iliac crest autograft. Post-operatively, one patient who had undergone a lower thoracic fusion developed pseudoarthrosis at the thoracolumbar junction.

Manufacturer narrative:
Literature article citation: o'shaughnessy et al. Does a long fusion "t3-sacrum" portent a worse outcome than a short fusion "t10-sacrum" in primary surgery for adult scoliosis?. Spine (phila pa 1976). 2011 sep 30; doi 10.1097/brs.0b013e3182376414. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.